Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a device history record (DHR) review could not be conducted. One actual sample was returned for investigation. Investigation was conducted by inflating the balloon with 10 ml of red colored water. Leakage was observed at the joint of shaft and funnel area. Furthermore, traces of scratch marks were observed surrounding the torn area. The tear has led to the balloon deflating as it occurred at the inflation channel. In our current standard operating procedure, the products are subjected to 100% visual inspection and functional/leak test. Any defective raw balloon will be culled out before being sent to the next process. In addition, water leak test is also conducted after the funnel injection molding process; only products that pass this test are subjected to the next process. Based on the investigation the cut likely occurred due to product being subjected to the sharp object, therefore, complaint could not be confirmed.

Event description:
Alleged event: after the female patient was catheterized the patient was found de-catheterized, the balloon had deflated. The catheter was cracked at the level of the base. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has been returned but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after the female patient was catheterized, the patient was found de-catheterized, the balloon had deflated. The catheter was cracked at the level of the base. The patient's condition was reported as fine.